Event description:
Data was reviewed regarding implants and outcomes of leadless implantable pulse generators (ipgs). They described patient deaths; ho wever, the causes of death were unknown and defined as all-cause mortality. There were patients who experienced puncture site events such as arteriovenous fistula and vascular aneurysms. There were patients who experienced deep vein thrombosis, pulmonary embolisms, cardiac perforation, pericardial effusion, cardiac tamponade, infections, hemorrhages, post implant hematomas, intraoperative cardiac arrest, pericarditis, and hemothorax. There were dislodgments of leadless ipgs and other unknown malfunctions in which there were revisions, replacements, and other interventions. The status of the devices, delivery systems, and introducers is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra d4:model #: mc1vr01-delsys/ expiration date: unknown / serial#: unknown UDI #: asku d9: no dev rtn to MFR? No h4: mfg date: unknown h5: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.